Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On (B)(6) 2022, during a follow up, a patient contact reported to fresenius this 45-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was felt ill during a pd treatment and went to the emergency department (ed). There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on the liberty select cycler on (B)(6) 2022 due to a general ill feeling. It was explained the patient experienced a cerebrovascular accident (cva) in the past (exact date unknown, prior to the start of pd) due to comorbidities that were unrelated to pd therapy or the use of any fresenius product(s) or device(s) and the patient was fearful he was experiencing another cva. The patient presented to the ed on (B)(6) 2022 and was diagnosed with hypokalemia due to the use of non-potassium sparing diuretic medication. The patient was prescribed supplemental oral potassium (unknown dosage and frequency) in the ed and released to home on the same day with no hospital admission. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s hypokalemia, and the associated ed visit were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 29/jul/2022, during a follow up, a patient contact reported to fresenius this 45-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was felt ill during a pd treatment and went to the emergency department (ed). There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on the liberty select cycler on (B)(6) 2022 due to a general ill feeling. It was explained the patient experienced a cerebrovascular accident (cva) in the past (exact date unknown, prior to the start of pd) due to comorbidities that were unrelated to pd therapy or the use of any fresenius product(s) or device(s) and the patient was fearful he was experiencing another cva. The patient presented to the ed on (B)(6) 2022 and was diagnosed with hypokalemia due to the use of non-potassium sparing diuretic medication. The patient was prescribed supplemental oral potassium (unknown dosage and frequency) in the ed and released to home on the same day with no hospital admission. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s hypokalemia, and the associated ed visit were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
On (B)(6) 2022, during a follow up, a patient contact reported to fresenius this 45-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was felt ill during a pd treatment and went to the emergency department (ed). There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on the liberty select cycler on (B)(6) 2022 due to a general ill feeling. It was explained the patient experienced a cerebrovascular accident (cva) in the past (exact date unknown, prior to the start of pd) due to comorbidities that were unrelated to pd therapy or the use of any fresenius product(s) or device(s) and the patient was fearful he was experiencing another cva. The patient presented to the ed on (B)(6) 2022 and was diagnosed with hypokalemia due to the use of non-potassium sparing diuretic medication. The patient was prescribed supplemental oral potassium (unknown dosage and frequency) in the ed and released to home on the same day with no hospital admission. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s hypokalemia, and the associated ed visit were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
On 29/jul/2022, during a follow up, a patient contact reported to fresenius this 45-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was felt ill during a pd treatment and went to the emergency department (ed). There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on the liberty select cycler on (B)(6) 2022 due to a general ill feeling. It was explained the patient experienced a cerebrovascular accident (cva) in the past (exact date unknown, prior to the start of pd) due to comorbidities that were unrelated to pd therapy or the use of any fresenius product(s) or device(s) and the patient was fearful he was experiencing another cva. The patient presented to the ed on (B)(6) 2022 and was diagnosed with hypokalemia due to the use of non-potassium sparing diuretic medication. The patient was prescribed supplemental oral potassium (unknown dosage and frequency) in the ed and released to home on the same day with no hospital admission. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s hypokalemia, and the associated ed visit were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Correction: g2.